Event description:
The customer reported their intellivue multi measurement server (mss) did not alarm during a desaturation event on (B)(6) 2021. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer reported their intellivue multi measurement server (mss) did not alarm during a desaturation event on (B)(6) 2021. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.